Event description:
It was reported that during routine maintenance there was an error code observed on the motor device. There were no injuries or medical intervention reported. During pre-testing of the returned device, it was discovered that the device " had liquid coming from the motor, the handpiece was not working and an error code displayed on the console". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not meet specifications. It was observed that the device did not function. Therefore, the reported condition was confirmed. Evidence indicates this was due to immersion during cleaning. (B)(4).